Event description:
It was reported that while the probe unit was activated, it shocked the surgeon.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.